Manufacturer narrative:
Concomitant products: product ID 3487a-56, lot # v884579, implanted: (B)(6) 2012, product type lead; product ID 3888-56, lot # v822731, implanted: (B)(6) 2012, product type lead; product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had a lead migration. This was a facial stimulation situation and the lead was not very deep so the patient might or would have been aware of the lead moving. The patient also experienced pain in her forehead and that seemed to be a possible indicator of an issue. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.